Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with a (left) 425cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered bilateral breast implant bottoming out, post-procedure. In (B)(6) 2020, the muscle needed to be tacked up because the implants had bottomed out. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.